Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 87 mg/dl at the time of admission, and 363 mg/dl at the time of the call. The customer used food and milk to treat the low. The customer was high currently due to treatment for the low, but was not on pump therapy. The customer was wearing the insulin pump during the incident, but was of the pump at the time of hospitalization. The customer entered calories instead of carbs into the pump. Troubleshooting was not completed as the customer declined. The customer had just started on the pump on the day of the incident. The insulin pump will not be returned for analysis.